Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack down the side of the res compartment area and also top of reservoir ring. Customer experienced high blood glucose level of 380 mg/dl and treated with manual injection. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock in place when inserted into insulin pump. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No physical damage to retainer or reservoir tube lip noted per visual inspection. Device received with minor scratched display window and case. (B)(4).